Event description:
The customer requested a service check of the heartstart mrx due to a device error where the device alarms every 30 seconds. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.